Event description:
Patient desiring permanent sterilization underwent deployment of essure device. Per the operative note, "uterus sounded to 7 cm, dilated up to 21 pratt dilator; left ostia easily visualized; right ostia quite lateralizedto right cornu, but was seen. Essure coil not able to go through right ostia more than approximately half of coil; left ostia cannulated, but essure coil did not properly deploy."